Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was that the patient reported a therapy issue. The patient stated, "I'm thinking that this really has never worked." The patient called to ask how to increase the stimulation. During the call, the patient received the error message "operation failed," and then was able to connect to the ins and attempt to increase the stimulation. The patient stated they could not feel the stimulation even when the amplitude was increased to a higher level. The agent reviewed considerations for therapy optimization and general programming guidance. The patient later received the error message "operation failed: maximum settings." The patient mentioned they were considering turning off the ins for a day or two to see what would happen and asked whether it was possible that the ins was dead. The agent reviewed internal battery longevity with the patient. The patient was redirected to their healthcare provider to investigate and further address the issue.